Event description:
The user facility reported that a hose separated on their system 1e and water flooded into the room where the system 1e is located and into 2 operating rooms and an adjacent hallway. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp connection at the uv assembly outlet had separated causing water to flood nearby areas. The technician replaced the hose assembly, ran tests cycles and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).